Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the green endowrist 30 curved-tip reload was incomplete after firing on the bronchus. The firing sequence was completed without any errors or complications. The stapler had difficulty opening the jaws. Once the jaws were opened, the first two rows were formed, but the outer two rows produced unformed staples and were not complete. The surgeon notes the bronchus tissue was thin and expected no difficulty with stapling. A suture brachioplasty with a pleural flap was required to repair and cover the defect; additional tissue resection was required. Due to the staple line complication, an additional 20 minutes was added to the procedure. The procedure was completed robotically. The patient sustained a large air leak and required a chest tube for ten days with hospitalization. The patient is currently discharged home and is recovering well.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Stapler logs were reviewed and showed a curved-tip 30 stapler was used first, and it was installed on the system 4 times and fired 4 reloads (2 white, 1 green, 1 white, in that order). On installs 1-3, all clamps were successful, and the firings were completed without error. On install 4, the first clamp was incomplete. The next clamp was successful, and the firing was completed without error. The instrument was then removed and not used again in the procedure. Next, logs show a sureform 60 stapler was installed on the system 3 times and fired 3 green reloads. On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used again in the procedure. Lastly, logs show a stapler 30, was installed on the system 2 times and fired 2 reloads (1 blue, followed by 1 green). On install 1, clamping and firing were completed without error. On install 2, the first clamp was successful, but was followed by a firing failure represented in the logs. The instrument was then removed and not used again in the procedure. There were no additional stapler related errors in the logs. A review of the provided images was performed. The following additional information was provided: in image 1 there was a endowrist 30 stapler with a green reload that had partial fired on an unknown tissue structure. Based on the message in armpod 4, it appeared that the stapler fire was not successful and did not full complete firing, and the suture that the surgeon had thrown in the tissue to hold it stable was seen. Many factors can contribute to stapler firing forces exceeding the prescribed limit. Instrument damage, particularly in the wrist area, is a common cause. Tissue condition (for example, disease state, density), and foreign objects (for example, metal clips) can also contribute towards exceeding the prescribed limit, resulting in the partial fire message prompted by the system. In some cases, a combination of these factors can affect the firing forces at the same time. If this occurs, follow the on-screen prompts, and this information can also be found in the endowrist user manual. In image 2, there was some bronchus tissue with formed green staples as well as some formed but loose smaller staples on the surrounding tissue that must have been from a previous fire. In this image, there was tissue that was not fully transected which matched up with the partial fire scenario in image 1. Based on this image, there were no observed gaps in the staple line or obviously malformed staples meaning that up until the point of partial fire the stapler did not appear to have any sort of issue forming staples in this tissue. . Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture. Field h10 is blank as there are no related report numbers.